Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, fatal error was found in connection to the reported allegation. No injury or medical intervention was reported.